Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump had insufficient flow. The issue occurred during an unspecified event. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported the flushing pump had insufficient flow. The issue occurred during an unspecified event. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: lower housing is cracked. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because the pump head is loose, the flow rate is too low. A definitive root cause could not be identified for the lower housing being cracked. Olympus will continue to monitor field performance for this device.